Event description:
Shortly after implant of the intra aortic balloon, when being transported to intensive care unit, blood was noted in the tubing. The intra aortic balloon was removed. No pt injury occurred. The pt is in stable condition. No further details were provided.